Event description:
It was reported that the insulin pump alarmed motor error during the prime process, and the customer experienced issues with her blood glucose levels. The caller did not know the blood glucose reading. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. No unexpected low reservoir alarm occurred during testing. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window.